Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system and had a protruding drive support cap. The customer's blood glucose was 408 mg/dl, which was treated with 8 units of insulin via manual injection. The customer stated that she was trying to change the reservoir and fill the tubing when insulin began squirting out, leading to the alarm. She was advised that during seating, the force sensor did not detect the reservoir. She declined to troubleshoot for the reported absence of no delivery alarm. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The caller was advised to replace the insulin pump and a request was made to have the device returned for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.